Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested, but not provided.

Event description:
It was reported there was a chemo free flow event. This was determined based on the extent of the physical damage to the devices, which included the bezel being broken or cracked. Although requested, no further details were provided by the customer for this event.

Manufacturer narrative:
Additional information added to: the customer¿s report that a free flow event due to physical damage on the devices was not confirmed in the logs or replicated during testing. Inspection of the source pump module found no irregularities or extensive damage as reported by customer. The review of the pump module event log identified a primary infusion for pump module s/n (B)(4) was programmed by user on (B)(6) 2019. The infusion alarmed for occlusion fluid side and the device was restarted. The device was later paused, channel disconnected, and removed from system. The device was later re-added to system and then channeled off by user. The source pump module was tested and found the device delivering IV fluids within specification. The incident administration set was not returned, therefore could not be tested. The root cause was not identified.

Event description:
It was reported there was a chemo free flow event. This was determined based on the extent of the physical damage to the devices, which included the bezel being broken or cracked. Although requested, no further details were provided by the customer for this event.